Event description:
When disconnecting the chemo piggybacked into the clave, the blue center of the clave broke off into the piggyback tubing causing the primary IV fluid bag to spill until nurse was able to clamp the line above the clave. Depending upon the fluid in the primary bag, this could have resulting in a hazardous material spill. This is not the first time the unit has experienced this issue. Manufacturer response (as per reporter) for primary IV set, lifeshield primary IV setthe manufacturer will collect the device from the hospital. We are sending in 2 devices total.